Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient has had pain since surgery in 2010. Patient complains localized pain. Patient states that her knee pops out when getting out of the car and she cannot put any weight on it until the knee has been popped back into place. Patient also states that range of motion is not complete.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding lack of range of motion involving an unknown knee component was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient has had pain since surgery in 2010. Patient complains localized pain. Patient states that her knee pops out when getting out of the car and she cannot put any weight on it until the knee has been popped back into place. Patient also states that range of motion is not complete.